Event description:
It was reported that the electrode of the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances out of range. The technical services (ts) from boston scientific discussed troubleshooting options and recommended to see patient in the clinic. The electrode and this s-ICD were explanted and replaced. No additional adverse patient effects were reported.